Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva needle felt rough during disengagement. The following information was provided by the initial reporter: when withdrawing the needle from the catheter, it felt very 'rough' coming out. Not sure if this has anything to do with some of other issues we've been experiencing (needle not disengaging, frayed catheters).

Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.